Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter and stent break. Imdrf device code a150207 captures the reportable event of failure to remove the broken stent.

Event description:
It was reported to boston scientific corporation that an advanix biliary and naviflex rx delivery system was to be used in the bile duct to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was tight. During the procedure, the stent could not be deployed beyond the stricture in the correct place as the delivery catheter became disconnected. This resulted in the stent to be placed in the wrong position. The stent was attempted to be removed using grasping forceps; however, the stent fell to pieces. The broken stent was left inside the patient as it could not be fully retrieved. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.